Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undermined.

Event description:
In 2008, it was reported to boston scientific corporation that during a hemostasis procedure, the clip would not come out of the resolution clip device sheath. Patient is "fine".